Manufacturer narrative:
An inoperable implant was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had a surgery done on (B)(6) 2019. Surgery mode was turned on prior the procedure. After the procedure, the patient attempted to connect to the generator but was not able to get connected. Ipod read "cannot connect to the generator, generator is not responding". After meeting with an abbott rep, the rep was able to connect to the patient's ipg and restore therapy.